Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined the main keypad was the cause of the reported issue. The keypad was replaced, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not deliver energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.